Event description:
The customer reported that while initiating therapy on a pt, the unit displayed a "check intraaortic balloon catheter" message. The pt was switched to another unit & therapy was continued. No pt injury was reported.